Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that on friday evening or saturday the patient stopped moving and was frozen. The patient was taken to the hospital, but the healthcare provider (hcp) at the hospital could not assist the patient with the ins. During the call, the caller was charging the patient's ins and they could see that the ins was almost fully charged. Agent had the caller check the upper left corner of the screen for therapy status, which indicated therapy was turned off. The caller stated that the patient lost their 37642 patient programmer, so agent reviewed how to use the 37751 recharger to turn therapy back on. The caller turned therapy on during the call and stated that the patient was doing better and they were moving their arms. Agent advised the caller to continue monitoring the patient, and to monitor the ins charge level to ensure it does not discharge.